Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a little accident where they were going passed their hand rail to their stairs they had something in front of them and tried to squeeze through it. They hit their incision really hard on the hand rail. The patient stated the incision was okay but they felt some tingling/stimulation in a ¿good but different place than the way they felt before¿. The patient stated they felt stimulation in their rectum so they knew it was within the correct area but was still concerned that they didn¿t used to feel it there. The patient stated they didn¿t know if bumping the incision would have changed or messed up their settings. The patient mentioned that they still had a plastic clear dermabond bandage over the implant. The patient¿s therapy was noted to be on at 0.9 v on program 3. The patient asked if they could change to where they felt stimulation. The patient decided to increase stimulation and stated that they felt stimulation on the right side of their peripheral buttocks, but still in the bike seat. The patient was redirected to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was rushing and ran into a wooden handrail that hit them right on the stimulator, which caused the stimulation in a different location. Their healthcare professional (hcp) checked their incision. They stated that they didn't lose stimulation; the one they were using moved to their left butt cheek and the others stayed in the same place.